Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload had a full staple complement. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Colectomy of cecum with terminal ileum. Customer states that upon the third fire for jejunum colon anastomosis, the device entered fire mode, and the surgeon pushed the blue toggle; however, the device did not fire at all. After doing open/close the jaws, attempts were made; however, the issue was duplicated. New sulu was opened to continue. Last patient's status: good. Operating time not extended. No additional tissue resection or tissue damage. Nothing fell into the cavity. No bleeding.